Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced a high blood glucose level over 500 mg/dl. The customer stated that he treated with insulin shots to get his blood glucose level down. The customer reported that he put his infusion set on (B)(6) 2017 and the next morning, his blood glucose level was over 500 mg/dl. The customer mentioned that when he took out the infusion set, the cannula was very bent. Troubleshooting for the bent cannula was performed. The customer was advised to change the infusion set. The infusion set will be returned for analysis. However, the insulin pump will not be returned for analysis.